Manufacturer narrative:
Patient information was not provided. Therefore, section a2-6 was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ischemia in the hand. The pump was explanted.

Manufacturer narrative:
A4: updated patient weight. Additional information: the patient is currently on extracorporeal membrane oxygenation (ECMO) and amines. H6: added code f2301. There is no other information regarding arm ischemia. The patient's arm is currently in very good condition. Patient information: female, born in 1970, weight: 57 kg, height: 155 cm.

Manufacturer narrative:
The following sections have been updated: d4 catalog number. The investigation for the ischemia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.